Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 409 mg/dl and at the time of incident it was 313 mg/dl. The customer reported other blood glucose level was 261 mg/dl and at 2.10 pm and blood glucose level was 239 mg/dl. Customer reported that the rash was possibly cream steroid related and then the sickness. Customer reported that at 12:25 pm blood glucose level was 313 mg/dl and 2:15 pm blood glucose level was 409 mg/dl customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using manual injection 4 units. Customer was not sure if insulin pump was under delivering. Customer reported that small bubbles were present along the tubing length and saw a couple of white spots on the air bubbles. The insulin pump will not be returned for analysis.